Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement tandem mobi wall adapter, and charging cable. The customer was advised to rely on an alternative method in case the pump battery depletes before the replacement arrives.